Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system intermittently did not boot up and gave an error message of ¿host pc did not start the application¿. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was continued when the issue happened. The procedure was completed by delaying less than 20 minutes and got completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed host pc does not start the application. Fse replaced the host pc and hard disk. Upon troubleshoot fse found the host did not have all the necessary drivers installed, which resulted in a failure during the computer's startup. Fse install the new host pc but encountered numerous challenges throughout the process. The fse assessed that there was hardware incompatibility between the new equipment and the original pc. To resolve the issue, fse replaced the host and the ippc communication network card. After replacement the host and the ippc communication network card were completed, the system returned to good working condition. The codes were updated based on the investigation outcome.